Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies found were. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the leads were attempted to be implanted but not used. The leads had low r-wave with diminished sensing. A new lead was implanted. No patient complications have been reported as a result of this event.